Event description:
The customer reported his blood glucose, carbohydrate intake and insulin. At 2:17 am the pod was deactivated and he noticed the cannula was bent in the center.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.